Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had damage screen. The customer¿s blood glucose level was unknown. The customer stated that the screen was blurry and there was ink in the screen. The customer report that the screen was not able to read. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked bleeding lcd.